Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the locking mechanism of the video connector not working correctly and the faulty power button could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video system center's front connector is broken which prevents the scope from being detected. The issue was found during preparation for use. There was no report of procedural impact, patient harm or injury.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to the locking mechanism of the video connector not working properly and the pins being very dirty causing image display issues. The device evaluation also found the scope socket was worn out, corrosion and peeling of the top cover, a missing tank holder, and the power button not working properly. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.